Event description:
Event description guidant received information that this right ventricular lead was experiencing threshold issues and intermittent loss of capture which resulted in a syncopal event. They were unable to test the lead in unipolar mode because it resulted in muscle stimulation. As a result, they reprogrammed the lead to 4.5 v, which resulted in consistent capture. However, the physician elected to reposition the lead and that resulted in an acceptable threshold measurement. No other adverse patient effects were reported.